Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. The reason for the revision surgery was not provided but the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a correction in july 2008. Should additional information be received, or the product is returned and investigated and the result becomes available that might change this assessment; an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).

Event description:
It has been reported that the pt received a durom acetabular component (exact device name not reported). On (B)(6), 2007. Due to reasons not reported, the pt underwent revision surgery on (B)(6), 2012.